Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The information received indicated that a scratch on the mylar side of the sterilized pouch was found during the labeling process at the affiliate warehouse. The scratch seems to penetrate, so the sterility might be compromised. The product box was intact. The actual product also had no damage. There were no anomalies except for this failure. It was not shipped out for clinically used. The product was neither re-sterilized nor re-packaged. The product was stored per labeling instructions. The product was in sealed product box, and the product exterior box was intact without any damage. One sterile unit of envoy 6f .070" was received in its original package, outer box was opened and inner pouch was sealed. A scratch was detected at the mylar's pouch side at the distal end of the product. No additional damages were observed on outer box or product. Pin-hole test was performed to the mylar's pouch in order to determine if it was perforated. The results confirm that mylar was not punctured. The scratch on mylar's pouch was inspected under microscopic device and no ruptures were observed with this analysis. Scanning electron microscope (sem) analysis was conducted in order to identify the cause of scratching on pouch. Results showed that the pouch internal surface exhibited evidence of severe abrasions; the pouch external surface exhibited no evidence of damage. The exact cause of the scratching on pouch could not be conclusively determined. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported scratch on the mylar was on the internal side of the pouch and therefore is considered manufacturing related. However, the cause could not be conclusively determined with pouch handling a possible contributing factor. There was no compromise in the sterile barrier; it was confirmed with analysis that the sterile barrier was not breached due to the scratch. Controls are in place to verify the product for pouch sterility and damages on package; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed at the final packaging operation. Therefore, no corrective actions will be taken at this time.

Event description:
The information received indicated that a scratch on the mylar side of the sterilized pouch was found during the labeling process, and the scratch seems to penetrate, so the sterility might be compromised. The product box was intact. The actual product also had no damage. There were no anomalies except for this failure. It was not shipped out for clinically used. The product was neither re-sterilized nor re-packaged. The product was stored per labeling instructions. The product was in sealed product box, and the product exterior box was intact (without any damage). The picture of the failure point was uploaded. The product will be returned for evaluation.